Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home paitent was connected at the time of the system error alarm. The home patient reported using a patient extension line and stated they did not confirm the successful completion of the prime cycle before connecting their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. Per the service order, the home patient was advised to complete therapy by setting up with all new supplies. No patient injury or medical intervention was assoicated with this incident, per the home patient's nurse.